Event description:
Ppd and medical records received. This complaint is legal. The patient was revised for dislocations/instability. After review of the medical records for MDR reportability, the revision operative note indicated instability, dislocations, fluid collection, impingement between the cup and soft tissue. The cup was noted to be malpositioned and one screw was stipped.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.